Event description:
It was reported that this right atrial (ra) lead suffered a dislodgement and was then explanted. A new lead was used due to tissue stuck on helix. No additional adverse patient effects were reported.